Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead was unable to be implanted, as the physician alleged that the lead was not stable enough due to lead malfunction. The lv lead was not used and another lead was implanted to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: codes should reflect device not returned.